Event description:
In 2009, the pt reported that approximately 6-7 times over the past 2 months she has experienced bent infusion site cannulas which caused elevated blood glucose of 450-500 mg/dl. She stated that on these occasions she was "not feeling good" and she was "irritated and real tired" and her mouth was dry. She stated this typically occurred within 4 hours of changing the infusion site. She would change the infusion site and it would "take a lot of insulin to get it (blood glucose) back down". She was sent an infusion site insertion device, info on infusion site management, and complimentary infusion sets. Further attempts to follow up with the pt were unsuccessful. The alleged infusion sites were discarded. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.